Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with polyflux 140h, the bottom of the product was broken and a water leak was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, two photographs of the sample were provided for evaluation. Visual inspection of the provided pictures showed the product after treatment. The first picture shows the header area. A welding flash is visible, but this can occur during ultrasonic welding process and does not affect the product quality. The product was not shown leaking during treatment. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.